Event description:
It was reported that (4) devices were used during a reductor gastroplasty. It was reported by the affiliate that the stapler did not fire. It was tried with two reloads cartridges and still it did not work. Another device was used to complete the case. There was no consequence to the pt.